Event description:
The customer called and reported the insulin pump was prompting to reset the time and rewind, following every battery change. The insulin pump would give an unexpected restart alarm. Customer stated the device was not stored or not in use for an extended period of time. The alarm occurred shortly after insertion of a new battery. A signal too low alarm was also received, but customer declined to troubleshoot for this, upon learning the insulin pump would be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.